Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and an error message appeared on the programmer. Technical support recommended resetting the programmer to resolve the issue. The patient was stable with no consequences.